Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The surgeon started the procedure using the short angled attachment on the hsd with a 5mm cutting burr. The drill was causing issues from the start for the surgeon as the burr was jumping which the surgeon explained was an issue when working close to vital structures. After 5 minutes the surgeon explained that the hand piece was starting to become warm and his scrub nurse also confirmed this by touching the hand piece. The surgeon continued to use the hand piece for a few more minutes and then said he was unable to hold it as it had become too warm. The surgeon was willing to change the attachment to the short straight burr which was used for the remainder of the procedure and no further issues occurred.

Manufacturer narrative:
Reviewed attachment mdasa #000327 and handpiece mdhp200 (B)(4). No visual issues observed. Connected handpiece and attachment, ran at 44000 rpm with 7 mm round cutting burr. No indication of jumping or unusual vibration. Increased speed to 85000 rpm and ran for 5 minutes. No indication of jumping or unusual vibration. The handpiece did feel hot to the touch while the attachment got slightly warm. Ran handpiece/attachment/burr for twenty minutes (continuous - no cooling) at 85000 rpm per complaint information for mdhp200 handpiece. The temperature increased from 23 c to 58.2 c. Current test and acceptance parameters do not include measuring temperature after running at continuous operation for extended periods of time. Acceptance temperature for intermittent operation (60 seconds on / 120 seconds off) is 48 c. Graphs of the temperature profile for the duty cycle (1 minute on / 2 minutes off) and additional aggressive testing (1 minute on / 1 minute off) have been attached to the complaint for reference. As shown, the temperature will continue to increase during the cycles, even with allowing for cooling periods. Performed temperature data collection on production handpiece / attachment assemblies under continuous running conditions. The temperature observed at t= 20 minutes ranged between 66 - 105 degrees c (152 - 221 degrees f) which is consistent with the temperature observed on the returned handpiece and mdasa attachment when run under the same conditions. Disassembled handpiece. Bearings rotated smoothly with no binding or indication of wear. Visual evaluation of motor, no indication of excessive heat. Autopsied motor and evaluated bearing. Bearings rotated smoothly with no indication of wear. Conclusion: the returned mdasa attachment was subjected to test conditions outside the stated duty cycle and the temperature results were compared against similar attachments. The returned complaint sample had comparable temperature results indicating that the attachment temperature was within the expected range given the extended run times.